Manufacturer narrative:
The events of "capsular contracture and bleeding" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, bleeding. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported "capsular contracture grade unknown" and "internal bleeding". This record is for left side. The status of device is unknown.